Manufacturer narrative:
Sales rep heard about issue with leads being cut when new system was being implanted. The explanted device was not returned for analysis. Unable to obtain serial numbers for cut leads.

Event description:
Leads inadvertently cut during unrelated gp surgery (kidney transplant). Patient symptoms have been worsening exponentially in the last 6 months without therapy (post leads damage), with the patient being admitted to the hospital and requiring IV fluids infusion at home. During a kidney transplant surgery, both leads were inadvertently cut. The transplant team informed the imaging physician. Replacement was delayed for the patient to recover from the transplant. A new enterra system was implanted on (B)(6) 2025. The patient tolerated the procedure well, which was performed open due to the presence of a large amount of adhesions. Patient had leads cut accidentally during a non-related procedure; later revised to replace entire system.